Manufacturer narrative:
The patient was born on an unspecified date in 1953. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to poor environment/source of water. On an unreported date the patient was admitted to the hospital for event. The patient was treated with unspecified antibiotics. At the time of this report the patient was recovered from this event. Three days prior to receipt of this report antibiotic treatment was discontinued. Action with pd therapy was not reported. No additional information is available.